Manufacturer narrative:
(B))(4). Device was returned for evaluation. Evaluation of the returned device revealed a partial separation at the collar/shaft area. Microscopic and tactile inspection revealed numerous kinks in the shaft. Microscopic examination revealed the tip of the device was flattened. Functional testing was performed by inserting the distal end of the guidezilla through the hub of the returned guide catheter. The guidezilla was unable to be inserted into the hub, due to the flattened distal tip. The maximum outer diameter (od) of the guidezilla distal shaft was measured and met specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 10dec2015. It was reported that catheter failure to advance occurred. The target lesion was located in a severely tortuous and moderately calcified left circumflex artery. The physician was trying to advance a stent to the lesion but encountered difficulty upon delivery, the physician utilized the guidezilla guide extension catheter. However, upon insertion of the guidezilla guide extension catheter into the guide catheter, the guidezilla could not advanced farther past the midway of the guide catheter. The physician tried to advance the guidezilla several times but unable to resolve the issue. The procedure was completed with non bsc device. No patient complications were reported and the patient status is good. However, device analysis revealed that the guidezilla was received with a partially separated collar/shaft.